Manufacturer narrative:
The c501 module serial number was (B)(6).

Event description:
There was an allegation of discrepant results for 1 patient sample tested for k electrode (k) on a cobas 6000 c (501) module. The initial result from the c501 module was 3.65 mmol/l. The sample was repeated on a different c501 module and the result was 4.9 mmol/l. The sample was repeated on the c501 module in question with a result of 3.7 mmol/l. The result from the different c501 module was believed to be correct. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
Section d, device identification was updated. Relevant fields of sections d and g were updated. The k electrode lot number was amu92 with an expiration date of 30-jul-2025. Calibration initially failed on (B)(6) 2024. After replacing the electrodes and recalibrating, calibration was successful. Qc was acceptable. There is no indication of a reagent performance issue. No issues were identified during a review of the customer's pre-analytical information or the alarm trace data. The field service engineer (fse) found an issue with the sipper spring along with a pinched detergent line. The fse installed a new sipper spring, corrected the detergent line, and primed all fluidics. Precision, calibration, and qc were all acceptable. The investigation determined the service actions resolved the issue.